Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was initially reported on (B)(6) 2013 that the actual residual volume (arv) was greater than the expected residual volume (erv). Arv: 5, erv: 0.5 (within specifications). Reporter stated that this discrepancy was noted at most recent refill and that they were not especially concerned about it. Drugs delivered via the device were clonidine and morphine. It was then reported on (B)(6) 2013 that the patient had the pump reprogrammed before his refill, and ¿the last time he was refilled his pump said he had .03 cc's left and they pulled out 3 cc's.¿ it was reported the time before that, which was about 3 months before, the patient had 1.3 cc¿s left and they pulled out 5.5 cc's. It was further reported ¿they have been working on this problem since (B)(6) or maybe earlier.¿ the reported volume discrepancies were within specifications. As of the date of this report it was reported that patient had suboptimal therapy, less than 50% therapy relief in lower extremities and back . Healthcare provider (hcp) had reported that the past few refills they had withdrawn more medication than anticipated from pump interrogation. Patient had a catheter dye study in (B)(6) and per hcp it appeared patent. Cause remained undetermined as of the date of this report. Reporter indicated a ¿possible roller study¿. Patient status was noted as alive-with no injury. A follow-up report will be sent if additional information becomes available.